Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and the left lock not abled to be pushed in. The comb and left close were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends g2: foreign country - australia.

Event description:
It was reported that during sterilization processing on (B)(6) 2024 , the left lock was not able to be pushed in. There was no patient involvement. During product evaluation, it was discovered that the comb was damaged. Due diligence is complete and there is no additional information available.